Manufacturer narrative:
Per regulation (EU) 2016/679 (general data protection regulation), patient identifiers should not be collected or recorded or shared with any third parties; therefore the information is not provided if explanted, give date: device remains implanted, therefore no date available. Reporter telephone number: (B)(6). Device evaluated by MFR: the intraocular lens (iol) remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted with resistance and with notched optics. It was reported that the lens was damaged due to the difficult insertion. The issue was first noticed during implantation. It was reported that the customer does not have any information except for what has been reported. The material is not available for investigation as it remains implanted.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, product testing could not be performed. Customer provided photos were evaluated and a mark paracentral and superior to the iol center measuring approximately 1.5 to 2 mm. From picture was observed, however the observed phenomena root cause and its potential clinical impact cannot be determined from a picture evaluation. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that the event "difficult to use" was not coded in the initial report submitted. Therefore, the submission of this correction report. Field below updated. Section h6: medical device problem code: 1487. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.